Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of a header anomaly was confirmed in the laboratory. Visual inspection noted the header was cloudy. Further evaluation noted excess epoxy on the a-lead and v-lead bore ring springs. The cause of the field event was found to be a manufacturing anomaly.

Event description:
It was reported that during an attempted implant, the header appeared to be cloudy with white spots, and that craters were felt in the header when inserting the set screw. The device was replaced.